Event description:
It was reported the guidewire fractured. During the placement of a flexima¿ drainage catheter, a small piece of the guidewire broken off during removal. The patient was taken to the operating room (or) for removal of the interventional radiology guide wire. A cholecystectomy was performed, during which the device as removed. There were no complications from the gallbladder procedure and the patient was doing fine.

Manufacturer narrative:
Device evaluated by manufacturer: two dilators, one biopsy needle and a guidewire were returned. The guidewire returned is fracture. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(4). It was further reported a 3cm segment of the guidewire was left in the hepatic parenchyma. During laparoscopic cholecystectomy with intraoperative cholangiogram, the guidewire was visualized above the dome of the liver, retrieved and removed from the patient.

Manufacturer narrative:
(B)(4).